Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012 at 10:30 pm, the patient was admitted to the hospital ICU with a diagnosis of dka, and a blood glucose level greater than 600 mg/dl. The patient was treated intravenously with insulin. The patient was discharged from the hospital and returned to ipt. On (B)(6) 2012, the patient obtained a blood glucose reading of ''hi mg/dl'' (greater than 600 mg/dl). At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient was treated with 1.0 units humalog insulin via a syringe injection. The patient's mother contacted the hcp for advice. Troubleshooting revealed that when the pump and infusion set were removed from the patient in the emergency room, the cannula was bent, which can contribute to under-infusion. All pump settings, basal setting and date/time were correct, and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect in that the infusion set cannula was bent. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia afterwards, and was admitted to the hospital in dka, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/20/2013 with the following results: pump was returned in a condition that complaint could not be completely investigated. No conclusion can be drawn. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in pump histories. No data in black box or download histories from time of reported hospitalization due to continued use. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).